Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the had high impedance and was unable to set the ipg to MRI mode. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention addressed the issue.